Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review will be performed. One device was returned for evaluation. The investigation identified material deformation, but could not identify a packaging issue. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model u415054rx pta balloon dilatation catheter allegedly experienced material deformation and packaging issue. This information was received from one source. The malfunction did not involve a patient as there was no patient contact. Age, weight, and gender were not provided.